Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected for use in an endovascular therapy. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 5 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.